Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the patient underwent first revision surgery which involved head and liner exchange.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.